Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26182. It was reported the patient underwent surgical intervention on (B)(6) 2015, to remove and replace the patient¿s leads with new ones (reference MFR. Report: 1627487-2015-15157 and 1627487-2015-15158); however after the old leads were removed the physician was unable to place the leads into the proper position due to anatomy. The physician decided to remove both new leads as well as the existing ipg.

Event description:
Device #3 of 3 : reference MFR. Report:1627487-2015-26178 and 1627487-2015-26179.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.